Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer added more insulin and reloaded the cartridge to address the event, however the insulin gauge remained inaccurate. Reportedly, customer continued to use the existing cartridge on the pump for insulin therapy. Customer's blood glucose level was 250 mg/dl.